Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has a paddle lead in the cervical region. It was reported the pt heard a popping noise and subsequently experienced severe headaches and numbness. She reported her stimulation is no longer effective, and she feels the lead may have moved. The pt will meet with the sjm rep regarding the issue.